Event description:
During pt use, 'backup battery failure' and 'switched to backup battery' alarm occurred. Then the pt was ambu bagged and switched another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, no pt info was provided.